Event description:
It was reported that the customer was hospitalized with high blood glucose in the 300 to 400 mg/dl range and diabetic ketoacidosis. Customer's symptoms included shortness of breath and difficulty walking. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.